Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: power on resets observed in the black box. The black box shows an unacknowledged 'replace cartridge' alarm on (B)(6) 2011 at 17:08, not confirmed until (B)(6) 2011 at 05:27. The unconfirmed alarm completely discharged the battery and the pump began to continuously reboot. No damage was found to the battery compartment or returned battery cap. The returned battery cap was able to fully tighten with no yellow o ring showing. The pump was exercised for 24 hrs on a 1 unit per hour basal rate with no alarms or power issues occurring. Removal of the pump cover showed no evidence of moisture ingress. No damage to the power circuit or battery flex was found.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging a power issue with the pump. The patient claimed that the pump would not power on. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue and would not turn on. There is no evidence, however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.